Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the area representative, there was a potential type 3 endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). The zsle was previously implanted during a pbranch case. They noticed that the issue may have been caused by the zsle not being implanted with enough overlap. It was confirmed using the angiogram from the original case that the zsle was placed with at least one stent overlap. The zsle somehow migrated distally about 1/4 stent not fully giving enough overlap since the date of the original surgery. We re-lined the zsle with a new one & ensured that max overlap was attained. The final result looked as though the issue was fixed. There were no adverse consequences to the patient as a result of this secondary procedure. Additional event details have been requested but have not been provided at the time of this report.

Manufacturer narrative:
Causes of type iii(a) endoleaks can include improper overlap during implantation, improper sizing of the graft or balloon, improper balloon technique, patient anatomy/disease progression, mechanical failure of the graft due to material fatigue, hemodynamic forces and changes in aneurysm morphology. Based on the information provided in this complaint, the zsle was implanted with an acceptable amount of overlap. There was no information given regarding the type and sizing of the balloon used. The IFU recommends a ¿cook coda balloon catheter.¿ there was no information regarding the inflation volume used in the first procedure. Improper balloon inflation at the seal site can cause junctional separation of the two components. Lot information was not provided, thus a nonconformance search could not be performed. Every device is provided with an instructions for use which lists the indications for use, contraindications, warnings and precautions, proper patient selection and treatment, and proper usage instructions. There is no evidence suggesting that the device was manufactured out of specifications. There is no additional information or imaging available for this complaint. It is feasible to suggest that the cause of this complaint can be improper balloon sizing/technique, hemodynamic forces in the graft, patient anatomy and/or disease progression. The root cause of this complaint is documented as inconclusive without further imaging/information provided. We will continue to monitor for complaints of this nature, the appropriate personnel have been notified of this event. Per the quality engineering risk assessment no further action is required.